Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
Customer reported a button error on her insulin pump. The act button was unresponsive last night, but now it is working. Customer's blood glucose at the time of the incident was 368 mg/dl. She has treated. There were no significant events leading to the alarm. Customer declined troubleshooting for high blood glucose. She was advised the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.